Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective electrodes. The fse replaced the sodium and potassium electrodes to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high sodium (na) and potassium (k) patient results on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence there was no report of change or impact to patient treatment in association with this event. No data or examples of the results were provided by the customer. The customer stated quality control was within specification at the time of the event.